Manufacturer narrative:
Clinical investigation: a temporal relationship exists between continuous cycling peritoneal dialysis (ccpd) therapy utilizing the liberty select cycler/liberty cycler set and the adverse event of nausea, fatigue, cloudy pd effluent and subsequent diagnosis of peritonitis requiring antibiotic treatment. However, there is no allegation, nor any objective evidence indicating the patient¿s liberty select cycler and/or liberty cycler set malfunction, or any fresenius product(s) issues caused or contributed to the patient¿s event of peritonitis. Based on the available information, the exact cause of the patient¿s (B)(6) peritonitis cannot be determined. However, given the prevalence of both healthcare-associated and community-associated (B)(6), coupled with the well documented risk for infections of the peritoneum inherent in pd therapy, touch contamination appears the most likely conclusion. Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformance's, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
A peritoneal dialysis (pd) patient contacted fresenius customer service to report having peritonitis. Upon follow-up, the peritoneal dialysis registered nurse (pdrn) stated on (B)(6) 2019, the patient reported vague symptoms of fatigue and nausea with associated cloudy pd effluent. At that time, the patient¿s vital signs were at their baseline (values not provided) and the patient denied abdominal pain. A sample of pd effluent was collected and sent for culture and white cell count and the patient was treated prophylactically with cefazolin, 1.5 grams and ceftazidime, 1.5 grams via intraperitoneal (ip) dwell daily for six days. On (B)(6) 2019, culture results were reportedly (B)(6) for (B)(6) and white cell count returned at 2561 mm3, confirming peritonitis. Per the pdrn, based the culture data on (B)(6) 2019, antibiotic therapy was switched to vancomycin, 2 grams via ip dwell daily for 21 days. Reportedly, the patient is recovering and completing their course of antibiotic therapy. Additionally, the pdrn stated although there is a strong suspicion for touch contamination as the cause, touch contamination has not been confirmed. The pdrn also stated, there have been no reported issues with the patients liberty select cycler/liberty cycler set, or any fresenius product(s) and the patient continues with pd therapy using the same liberty select cycler without reported concerns.